Event description:
It was reported that 3 intraocular lenses (iols) had stuck in its cartridges and the haptics got deformed when moved forward. A video showing the event shows that the plunger is not pushing the proper position of the iols. The haptics and the lols are twisted when each iol was implanted. The customer thinks that there was no problem with the product settings, and it was because the installation position in the lens case at the time of manufacture was incorrect, or the iol orientation in the cartridge was incorrect when plunger was pushed. There was no patient injury. Lens remains implanted. No adverse event was reported. No other information was provided. This report captures 2 of 3 reports submitted. Separate reports are submitted for each of the other 2 suspect iols.

Manufacturer narrative:
If implanted, give date: unknown/not provided. If explanted, give date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returned as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that although codes remain the same the device evaluation findings provided in the 1st supplemental report was updated. This report is being submitted as the updated version of the device evaluation findings. Device evaluation: no complaint product received. Customer provided movie received for evaluation. The customer provided movie was reviewed in which an intraocular lens (one) can be seen implanted in the patient¿s eye. The lens can be observed being fully implanted in the patient¿s eye; however, the optic body was observed to have deployed folded and creased, and the right haptic in the video appears to be twisted. Only the tip and part of the cartridge body of the alleged simplicity device can be observed in the recording as well. Furthermore, based on the image quality of the video, the orientation of the iol inside the cartridge cannot be confirmed. The root cause and clinical impact of the observed phenomenon cannot be confirmed from a video assessment. Device design and function assessment: pushrod appears to be pushing on the haptic and the haptic appears to be twisted and bent back. The pushrod should be engaged with the edge of the lens but is not. Potential causes but not confirmed; if transfer of lens is too slow or the user pulls back the pushrod during transfer it could cause disengagement of the lens from the pushrod or undesirable lens loading. Additionally, attempts to bypass the detent of the handpiece, a built-in feature which ensures quick advancement of the lens to promote proper lens folding is another potential cause. Furthermore, there are manufacturing controls in place that include a 100% visual inspection to ensure proper lens loading position and orientation in the lens module prior to release. The complaint issue "dc-haptic damaged" was identified during product evaluation (dc-stuck in cartridge and dc-plunger rod issue were not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that event date was (B)(6) 2022. Also, for this event it was noted that there were no problems with the surgery, and there was no problem with postoperative vision with the implants remaining. Field below updated. Section b2: date of event: (B)(6) 2022. Device evaluation: there was no complaint product received. But customer provided video received for evaluation. It cannot be determined which serial number the observed lens in the movie belongs to among the three serial numbers ported in the complaint folder as no indicators are available. The customer provided movie was reviewed in which an intraocular lens (one) can be seen implanted in the patient¿s eye. The lens can be observed being fully implanted in the patient¿s eye; however, the optic body was observed to have deployed folded and creased, and the right haptic in the video appears to be twisted. Only the tip and part of the cartridge body of the alleged simplicity device can be observed in the recording as well. Furthermore, based on the image quality of the video, the orientation of the iol inside the cartridge cannot be confirmed. The root cause and clinical impact of the observed phenomenon cannot be confirmed from a video assessment. Furthermore, it cannot be determined which serial number the observed lens belongs to among the three serial numbers reported in the complaint folder as no indicators are available. Pushrod appears to be pushing on the haptic and the haptic appears to be twisted and bent back. The pushrod should be engaged with the edge of the lens but is not. Potential causes but not confirmed; if transfer of lens is too slow or the user pulls back the pushrod during transfer it could cause disengagement of the lens from the pushrod or undesirable lens loading. Additionally, attempts to bypass the detent of the handpiece, a built-in feature which ensures quick advancement of the lens to promote proper lens folding is another potential cause. Furthermore, there are manufacturing controls in place that include a 100% visual inspection to ensure proper lens loading position and orientation in the lens module prior to release. The complaint issue "dc-haptic damaged" was identified during product evaluation (dc-stuck in cartridge and dc-plunger rod issue were not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.